Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate therapy. Upon review, the implantable cardioverter defibrillator diagnosed supraventricular tachycardia, but enough fibrillation intervals were binned for the device to detect ventricular fibrillation and delivered therapy. The second high voltage shock converted the patient, and the patient had a return to sinus. The patient would continue to be monitored.